Manufacturer narrative:
Serial number of the mpu (mobile power unit) has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log file review captured a no external power event on (B)(6) 2021 while the patient was connected to the mpu (mobile power unit).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the submitted heartmate ii lvas controller log file. The loss of external power event occurred while the patient was using the mpu as their power source. The event log file contained approximately 365 days of patient event data. There were multiple loss of external power events that occurred with the patient using the mpu. The controller operated on backup battery power during the events. The mpu was the power source before and after the events. Based on the power source indicator (rsoc) and power cable lead (cable) voltages, the mpu output was lost. Per the log file, the mpu appeared to be operating properly before and after the events. Multiple requests for the return of the mpu and additional event information were sent to the customer. The mpu was not returned for evaluation; no additional information was reported. The root cause of the loss of external power while operating on the mpu occurrence was unable to be determined in this analysis. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook (rev c p.60). System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook (rev c p. 185 - alarms and troubleshooting, p.194 ¿ no external power alarms; p.197 low battery power alarms; p. 204 mpu alarms). Tracking information for the mpu was not reported. Device build records were not reviewed. No further information was provided. The manufacturer is closing the file on this event.